Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead, implanted (B)(6) 2014; 407652 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had a sudden threshold rise. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the product surveillance registry.